Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing and multiple shocks for what appeared to be an atrial-driven arrhythmia. Some atrial undersensing was present, which led the ICD to declare the ventricular rate to be greater than the atrial rate and deliver therapy. Some farfield r-wave oversensing was also observed, leading to inappropriate mode switching to atrial tachy response. Technical services recommended review of programming. The ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing and multiple shocks for what appeared to be an atrial-driven arrhythmia. Some atrial undersensing was present, which led the ICD to declare the ventricular rate to be greater than the atrial rate and deliver therapy. Some farfield r-wave oversensing was also observed, leading to inappropriate mode switching to atrial tachy response. Technical services recommended review of programming. The ICD remains in service and no adverse patient effects were reported. Additional information received indicated that the ICD recently alerted due to a shock impedance measurement greater than 200 ohms. The measurement then returned to the baseline of 50 ohms. Ventricular lead noise was also observed on the right ventricular (rv) automatic threshold electrogram, which was not sensed. The ICD was programmed to the triad configuration. It was planned to consider an rv lead revision after the holidays. The ICD and rv lead (medtronic 6937 defibrillation lead, azygos vein placement) remain in service.